Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it was pcu procedure to rca proximal. When ivus catheter was inserted after stent deployment and inflation at post, gc was backed out due to weak holding up. Gc was attempted to re-engage, wire got stuck. It was able to remove, the wire was jackknifed and tore vertically at wire exit port. When examined out of body, wire was spread it out at wire exit port when it was pulled at distal. No calcified and 90% stenosis lesion.

Manufacturer narrative:
During investigation, visible bloodstains were observed in the hub, telescope, sheath and distal tip assembly. It was observed that the guidewire exit port was lifted, ripped, and broken off 1.8cm from distal tip end assembly. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that edges of the exit canal became uneven during the use of the catheter. The guidewire (0.014") that was used during the procedure was returned. The unit and guidewire cannot be removed from the guide catheter due to dried blood inside the guide catheter. Furthermore, upon image characterization testing, good square image appeared in the system and the product performed within specification. No kink was observed in the sheath assembly. On april 12, 2006, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance and deemded appropriate to further mitigate patient risk.